Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis on (B)(6) 2014. The customer stated that he had had major difficulties using the insulin pump for the past 3 months. The blood glucose reading was over 700 mg/dl, which was treated with an intravenous drip in the intensive care unit. The customer reported ketones in his urine. The blood glucose reading at the time of the call was 550 mg/dl. He was not wearing the insulin pump at the time of hospitalization. The customer reported issues with rewinding the device, a battery out limit, short battery life, and inability to program the date into the insulin pump. He stated that the insulin pump broke during a fill tubing attempt. His blood glucose levels were lowered after the 911 call and he was released thereafter. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.